Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 700ml. Flow rate, procedure, cath place: no. Patient contact: no. (Reference: 2026095-2012-00285/00044a, 2026095-2012-00286/12/00044b, 2026095-2012-00287/12-00044c). When filling, found the pump had leaked out almost all of its contents into the bad. Pump was locked and set at "0." This pump is identified as pump #12 in medwatch uf/importer report #: 2301300000-2012-8024.

Manufacturer narrative:
Method: the actual device involved in the incident was returned for evaluation and investigation. A visual examination and a functionality test were performed. A review of the device history record was conducted for the lot number reported. The device lot met manufacturing specifications prior to release. Results: no leaks were observed during priming or pressurization. Dye was injected and the pump was monitored for four hours and no leaks were observed at any location. A 2nd test was performed. The pump was filled with saline to 700ml, pressurized and monitored for 17 hours. No leaks were observed. Conclusions: the complaint was not confirmed. The device was evaluated and the alleged failure could not be duplicated. Information from this incident has been included in our product complaint and MDR trend reporting system. Additional investigation may arise from ongoing analysis, trend information, or other analysis as appropriate. Alternate contact: (B)(6). I-flow is filing this report in response to mewatch uf/importer report #: 2301300000-2012-8024, (2026095-2012-00288/12-00044d).